Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 pl/wg needle hub separated. The following information was provided by the initial reporter: material no:928855, batch no: 0015237. It was reported that the needle hub assembly came off when the needle shield was removed on one syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned one syringe in a 0.3ml 30 gauge 8mm pouch from lot # 0015237. The needle shield and hub have separated from the barrel. The hub is lodged in the needle shield. There is no damage to the connector at the distal tip of the barrel or the base of the needle hub. Plunger cap has been removed but there are no signs of use. No other defects found. Hub separation confirmed. A review of the device history record was completed for batch# 0015237. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 pl/wg needle hub separated. The following information was provided by the initial reporter: material no:928855, batch no: 0015237. It was reported that the needle hub assembly came off when the needle shield was removed on one syringe.